Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increased threshold, fracture and high impedance. It was also reported that the lead appeared to exhibit subclavian crush of the lead through x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.